Manufacturer narrative:
B5 clinical narrative updates were added. H6 health effect - clinical code ischemia code was removed. H10/h11 this is one of four related reports. This report represents the impella cp and other reports were submitted to represent the automated impella controller, purge cassette and introducer.

Event description:
With further clarification the clinical details of the reported limb ischemia were clarified. The ischemia was diagnosed with the 14fr introducer insertion. The team did not peel away and remove the 14fr introducer per instructions for use. The 14fr was retained in the femoral artery. The cp and 14fr were both removed at the conclusion of the support, weaned and explanted on day 5. The patient survived the reported ischemia and renal failure.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery for an 82-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared. Also, on the day of cp insertion the team added a right sided impella rp flex support. The cp was inserted via the 14fr introducer sheath and after the introducer was inserted there was limb ischemia diagnosed as pulses were lost. To remedy the issue the team placed a distal perfusion catheter. This resolved the ischemia. The team also noted there was a prior clot in the same leg which may have contributed to the ischemia. Both limbs were ischemic. On the second day of support the team observed an alarm on the automated impella controller (aic). The controller failure alarm was brief and as the patient suffered no harm or change in hemodynamics, the aic remained on for use and was not replaced. Also, on this second day there was crrt dialysis added to the patient, but there was no allegation the renal failure and crrt need was due to the impella pump support. The impella cp pump support continues to date of this reporting. While on support the device functioned as expected, p-4 with 2.4l/min flow with d5w with sodium bicarbonate in the purge solution. The cp pump was successfully weaned and explanted after just over 5 days of support. The patient survived.

Manufacturer narrative:
This is one of three related reports. This report represents the impella cp and another report will be submitted to represent the automated impella controller. And another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The account did leave the peel away sheath in place on the impella cp device. The devices are being removed and the clinic has been asked to save all of the sheaths and pumps after removal.